Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. The pump was received with a cracked reservoir tube lip.

Event description:
It was reported the esc button on the insulin pump had intermittent respond. The device was not dropped or exposed to moisture. Customer's blood glucose was 141 mg/dl. Issues occurred during normal use. Customer was advised to discontinue use of the device, revert to back up plan, and to return the device for further analysis.